Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s son reported via phone call that they were hospitalized due to high blood glucose and insulin pump had no delivery alarm, also had blank display. The customer¿s blood glucose level was 446 mg/dl at the time of incident. Customer did not allege insulin pump was under delivering. Customer treated with manual injection. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Troubleshooting was performed. The insulin pump will not be returned for analysis.